Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was intended to be used within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, during the procedure, outside of the patient, the user noticed that the tip of the deployment catheter was bent. It could not be confirmed if the tip was already bent when it was removed from the package. However, it was confirmed that there was no visible issue with the packaging and all seals on the pouch were intact prior to opening the device. The procedure was completed with another wallflex esophageal fully covered stent without any complications. There were no patient complications as a result of this event. The patient's condition was reported to be fine post procedure.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4)for the reported issue of tip damaged. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.